Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter was tested and the primary complaint was not confirmed. However, a secondary issue was noted where the meter's serial number was hard to read. The test strips have also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted. The 510(k) # is k073231.

Manufacturer narrative:
(B)(4). Device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis on (B)(4), 2012 with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012 the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient's mother reported the alleged issue began within the last hour prior to contacting lfs. The patient's mother reported blood glucose readings of "93, 53, 73, and 50 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. As part of the patient's diabetes regimen, the mother claimed the patient is on an insulin pump. Due to the alleged issue, the mother claimed he responded to eating more food and/or drink. According to the mother, the patient denied developing symptoms. It is not known whether the patient seek medical treatment after the alleged issue began. At the time of troubleshooting, the patient's mother informed the cca that the process for testing was correct, the subject meter's unit of measure was correct, the results obtained were from the same approved sample site, and the vial and test strips were in good condition. A quality control solution test was not performed since the control solution was not available. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did the patient receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged issue remained unresolved.